Event description:
Clinic notes were received as part of the referral process for a prophylactic vns generator change. Within the clinic notes it was reported that the patient has experienced vocal cord paralysis and severe weight loss with the vns therapy system. It was noted that the patient had experienced some voice problems and saw an ent provider who told the patient that they have a paralyzed vocal cord on the left and it may be due to the vagal nerve stimulator. (Vocal cord paralysis has been reported in MFR. Report # 1644487-2019-01620) it was mentioned that due to the vocal cord paralysis, the patient has experienced issues choking on liquids. It was noted that since vns implant, the patient has lost a significant amount of weight and went from about (B)(6) pounds down to (B)(6) pounds all occurring during treatment for their brain tumor. At the patient's most recent appointment it was observed that the generator "catches on things in its current location." The physician discussed the likely need to reposition the generator more medially as he is in agreement that it frequently catches on things in its current location. Multiple attempts have been made to the surgeon and physician for additional information on this report; however, no response has been received to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Event description, corrected data: initial MDR inadvertently left out the physician's assessment of the report, which was available at the time of submission. Tests/ lab data, corrected data: initial MDR inadvertently left out the most recent interrogation results and diagnostics results from patient's most recent appointment on (B)(6) 2019. Evaluation codes, corrected data: (B)(4).

Event description:
Further follow up with the patient's physician confirmed that the patient's reported weight loss, which resulted in generator protrusion, was due to treatment of the patient's brain tumor, as well as other contributing factors unrelated to vns. The physician had no additional information of the patient's vocal cord paralysis. (Vocal cord paralysis has been reported in MFR. Report # 1644487-2019-01620). The physician also confirmed that the patient¿s vns settings and diagnostics were within normal limits at the most recent visit. No other relevant information has been received to date.